Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead, product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer via the manufacturers representative reported significant pain at the battery site. It was unknown what led to the event. A powell revision was being considered for the future. The surgical intervention was planned but not scheduled. The issue was not resolved at the time of report. The patient was indicated for spinal pain. No further information was provided. If additional information is received, a follow up report will be sent.